Manufacturer narrative:
Correction: it was later identified that this record is a duplicate to MFR report number: 3012520654-2025-00244. All future reports related to this patient/procedure will be captured in MFR report number: 3012520654-2025-00244. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was admitted for acute exacerbation of combined systolic and diastolic congestive heart failu re. The patient received an upgraded device. In the emergency department the patient was found to have an elevated probnp of 2394. Troponin was elevated at 25,000. The patient had a mildly elevated creatinine of 1.4. Chest x-ray showed worsening bibasilar opacities concerning for pneumonia. Cta of the chest showed cardiomegaly with mild pulmonary edema. The patient was admitted to the hospital for monitoring on telemetry, trending troponin. The patient is started on IV diuretic medication. A repeat echocardiogram was obtained showed an ef of 20% with severe diastolic dysfunction. Troponin has trended down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the cardiac ablation procedure was two days prior to the patient reporting to the hospital with abdominal pain.

Manufacturer narrative:
Continuation of d10: product ID: afr-00001 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that two consecutive steam pops occurred intraoperatively a cardiac ablation procedure. The catheter was removed and and char/thrombus formation was observed on the catheter. The catheter was replaced. Another steam pop occurred. As a result of ablation this area, the patient developed left bundle branch block (lbbb). A transesophageal echocardiogram and chest x-ray were performed.

Event description:
It was reported that post-operatively to a completed cardiac ablation procedure, reported to the hospital with complaints of abdominal pain. The patient was hospitalized and discharged home two days later. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.